Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular(rv), a right atrial (ra) and a previously capped left ventricular (lv) lead due to non function. In addition, a functional lv lead was also present, and was not targeted for extraction. With use of spectranetics 14f and 16f glidelight devices along with lead locking devices (lld's)to be used to apply traction on the leads, the physician encountered heavy scarring on the ra and rv leads which required the physician to switch back and forth in extraction attempts, between leads and 14f and 16f glidelight laser sheaths. With no significant progress being made beyond the superior vena cava (svc), the physician then switched to use of a spectranetics 11f tightrail device to attempt removal of the rv lead. It was reported that the md didn't pull device handle to engage the blades of the tightrail device; instead, she gently pushed the device to the svc, to the point of prior stalled progression. The patient's blood pressure drastically and suddenly declined. Rescue efforts commenced immediately, including rescue device and sternotomy. A 2mm tear was discovered in the svc. This injury was successfully repaired while the patient was on bypass. It was reported the patient is recovering well. The ra, rv and lv leads targeted for removal were capped, with an lld remaining in each lead, and were not removed from the patient. This report captures the svc tear that occurred while the tightrail device was in use.